Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where occlusion alarms (alarm number: 2) occurred, during both basal therapy and bolus therapy delivery. Troubleshooting determined that blockage was located in the tubing. The patient's blood glucose was reported at 350mg/dl. Manual correction injections of fast-acting insulin and long-lasting insulin were used to address the high blood glucose. The patient noted that he would change his supplies to resolve the issue. No permanent injury was reported.